Event description:
Multiple reports involving multiple patients and practitioners regarding cook triple lumen catheters clotting either during insertion or shortly thereafter. Involves one (1) to three (3) ports of the catheters. In comparison w/ three other catheter manufacturers, cook catheters clotted 50% of the time while other catheters clotted 25% or less, and others had no problems on insertion. No change in physician techniques noted. Issue occurs in multiple patient care units; mostly icus where the majority of central lines are used.